Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts 3755197 (hcp): information was received from a consumer regarding a healthcare provider (hcp) with an implantable n eurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's implant did not work during testing and thus the implant was revised a week after initial implant. No patient symptoms were rep orted. No complications were reported or anticipated.